Event description:
A copy of the medwatch report from FDA was received, which states, ¿elderly female post operative from abdominal laparotomy with over-sewing of duodenal ulcer perforation. IV pump malfunctioned with error code ¿channel error¿. Pump removed from service and replacement was provided to patient without known harm."

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿elderly female post operative from abdominal laparotomy with over-sewing of duodenal ulcer perforation. IV pump malfunctioned with error code ¿channel error¿. Pump removed from service and replacement was provided to patient without known harm."